Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Following the return of the device, a duplicate report was found. Please refer to report 2124215-2010-06840.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.